Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, balloon rupture was noted. The device was simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 1mm proximal to the proximal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. It was noted however that blades had a slight brown colouration. This corrosion is a result of the blades coming into contact with fluid or saline which over time, can result in the brown discoloration. The investigator noted that 23 days had passed since the procedure to the product decontamination which would have contributed to the corrosion. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, balloon rupture was noted. The device was simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.